Event description:
There was an inadvertent activation of the biojector with injection of the study product into the biojector cap. A three inch mist was observed around the cap. Neither the subject nor site personnel were directly exposed to the study vaccine. The event was deemed unrelated to the study by site personnel. This report is being submitted at the request of the medical officer.